Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: photographs provided by the customer were evaluated. The photographs display a plastic-like material on a glove and specimen cup. Due to no product received, no further evaluation could be performed and no further issues could be identified. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post the implantation of the monofocal intraocular lens (iol), the surgeon discovered a piece of plastic floating in the eye, which was subsequently removed. Through follow up, we learned that the plastic material was removed by 25 gauge peel forceps. Reportedly, the plastic material came out with the lens into the patient's eye. The customer believes that the piece of plastic was inside the applicator due to the applicator appearing intact after lens implantation. There was no patient injury reported. No medical intervention was required outside standard of care. No further information was provided.